Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a varicose ligation procedure performed on (B)(6) 2022. During the procedure, the handle was rotated and a "click" was heard but the band did not deploy. The device was removed and the procedure was completed with another speedband superview super 7. It was noted that there was no any difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a device analysis of could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.